Event description:
EKG alarm automatically shut itself off despite the alarm notify setting being on. No alarm sounded to signify that the alarm automatically shut off. The MFR was notified but no action was taken. This problem has been intermittant and ongoing for a few months.